Event description:
Follow up information received that the patient underwent surgical intervention on (B)(6) 2020 in which the ipg was explanted and replaced. The pain at the ipg site has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient stated that the location of the ipg is uncomfortable. As a result, the patient may undergo surgical intervention to address the issue.